Event description:
Caller reported that there was an alarm 2 followed by an alarm 26. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.